Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the implantable neurostimulator was replaced in (B)(6) 2010, the patient experienced a surging/buzzing sensation going up the neck and to the head. It was indicated that the sensation began following a fall, and that it had been going on for (B)(6) "despite reprogramming and replacement of the ins." Checks of the device showed nothing wrong with the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report #3004209178-2011-03363 regarding the patient's other device system.